Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pt contacted rep stating he could not pair to communicator to his handset. Rep tried troubleshooting with pt over the phone and having no success. Ts walked through connecting to the communicator to the handset with power off the communicator, instructed to tap on communicator to the left of screen. Turns out pt has tm91 which worked for his b35200 but his ins was changed out in (B)(6) 2023 and should have been provided a tm90. Patient had the wrong communicator and needed the tm90 not the tm91 from his old system. Pt claims to have never had a tm90. Tm91 will not work with activa rc. Sent request to repair for replacement tm90. Additional information was received from pt and requested for assistance to pair with their ins. While working with pt to pair, pt noted seeing out of range, but was successful to clear the message and synch with their ins, therapy was on the ins battery was 100 percent, pt said they did not have the icon which allowed them to make therapy adjustments. Worked with pt for app navigation education, offered to email quick guide. During the call pt also mentioned the rep nick was there before their ins battery was changed and tried to provide education. Reviewed the hcp can make an appointment for a rep to come in for hands on support as well.